Event description:
On (B)(6) 2025 a new dexcom g7 was inserted. During the night, the sensor was displaying low blood glucose readings, while a finger stick test came back with normal bg (blood glucose) 60 mg/dl higher than the sensor. The following morning the opposite occurred. The sensor was reading above 250 mg/dl while a finger stick test came back at 149. This is extremely unacceptable as my insulin pump uses this information to make decisions about how much insulin to give. My bg ended up going low because I had too much insulin on board.